Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au680 chemistry analyzer. The fse inspected the instrument and determined that the ise buffer valves were defective. The fes replaced the ise buffer valves which resolved the issue. The fse verified instrument performance without further issues.

Event description:
The customer reported generation of one (1) false high ion selective electrolyte (ise) patient results, for sodium (na), chloride (cl), potassium (k), calcium (calc), and carbon dioxide (co2) on the au680 clinical chemistry analyzer. The customer repeated the sample on the same system and obtained a result considered correct by the customer. The erroneous result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.